Event description:
On (B)(6) 2019, an implant attempt of an annuloflex size 30 ring (af-830) and an annuloflex size 28 (af-828) occurred. However, it is reported that the rings were implanted, explanted and wasted. No other information is currently available.

Manufacturer narrative:
Sections changed: a complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer attempted to follow up with the site to retrieve additional details on the events. However, no information has been received to date. Since the device was wasted, no further investigation is possible at this time. Therefore, based on the limited information available, it is not possible to establish the root cause of the event. If additional information will be received, the case will be re-assessed and a follow-up report will be submitted.

Event description:
On (B)(6) 2019, an implant attempt of an annuloflex size 30 ring (af-830) and an annuloflex size 28 (af-828) occurred. However, it is reported that the rings were implanted, explanted and wasted. No other information is currently available.

Manufacturer narrative:
The event is being reported in a conservative manner due to the limited information available on the device involvement and the patient's impact. Device discarded.

Event description:
On (B)(6) 2019, an implant attempt of an annuloflex size 30 ring occurred. However, it is reported that the ring was implanted, explanted and wasted. No other information is currently available.